Event description:
After an implantation period of approx. 3 months, oversensing on the ventricular channel was reported. The lead was explanted.

Manufacturer narrative:
The ICD was not returned. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In addition, the provided follow up data and manufacturing documents were analysed. The analysis of the provided trend data, acquired between january 29th, 2020 and may 7th, 2020, showed the rv pacing impedance rising gradually from initial 500 ohms onto 700 ohms in the end of the recorded period. In the same time the rv shock impedance rose gradually from 50 ohms onto 70 ohms. The analysis of the provided iegm episodes revealed noise on the atrial, farfield and rv channel, which led to the reported oversensing. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the reported oversensing. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.